Event description:
It was reported that an ilet user experienced high blood glucose after an infusion set change during which the first inset deployment failed and the user reinserted the same set, later finding a bent cannula and then completing a new supply change; replacement infusion sets and a cartridge/connector kit were shipped, and the implicated device component was the infusion set. Symptoms included hyperglycemia with a reported blood glucose of 395 mg/dl, later trending down to 319 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure or method related to the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.